Manufacturer narrative:
B5 correction: the initial report indicated "the drug being delivered was unknown" in error and should have instead indicated that the pump the pump was administering morphine with concentration 20 mg/ml at a dose rate of 3 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the volume discrepancy was not yet determined. The patient was coming back in 3 to 4 weeks to have the reservoir volume checked in the office. The volume discrepancy had not been resolved. The patient¿s weight at the time of the event was unknown. It was noted that the information provided was confirmed with the physician/account as they had notified the company representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was unknown. The patient reported that a few days ago (event date listed as (B)(6) 2020) the doctor was refilling the patient's pump and a large volume discrepancy was seen. Expected was 13 cc and actual was less than 1 cc in the pump. The nurse did the refill and re-accessed the pump, adding 2-3 ml of saline. The nurse was able to get the same amount out after 2 attempts. Caller stated they refilled the patient and will bring the patient back in 30 days to see if there is another volume discrepancy. Caller reported the patient takes oral opioids as well. They reviewed with the caller: programming error, partial pocket fill, over infusion field action, patient accessing the pump, and heat therapies. Caller will review considerations with the doctor. There were no symptoms reported. There were no further complications reported/anticipated.